Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy. According to the reporter: in use, the tip part was broken. The piece was retrieved. Another device was used to complete the case.